Event description:
It was reported that the helix mechanism of the attempted right atrial (ra) lead would not visually separate under fluoroscopy despite turns in multiple positions. The lead was removed and it was noted that the helix did not work outside the body either. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).